Event description:
It is reported that the device broke after 15 days due to a downfall of the pt. Fracture neck of femur.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete. A check of the manufacturing papers of the durom femoral component did not show any deviation to its specifications.